Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, miniarc, elevate, and inteprolite were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/30/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, vaginal discharge and irritation. It was reported that the patient underwent hysterectomy and right salpingo-oophorectomy on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
Date sent to the FDA: 09/09/2016. It was reported that patient concurrently underwent diagnostic laparoscopy, laparoscopically assisted left salpingo-oophorectomy, cystocele repair, rectocele repair and cystoscopy. No additional information was provided.